Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4)

Event description:
Jet registry it was reported that post treatment procedure the patient experienced target vessel revascularization in (B)(6) 2012, a 99% stenosed, 15cm in length, de novo target lesion was located in the left superficial femoral artery(sfa) with a reference diameter of 5mm. Rotational atherectomy with balloon angioplasty was performed with a 2.4/3.4 mm jetstream atherectomy catheter. During the procedure, a new non-bsc .014 x 300 cm guide wire was advanced across the lesion. The resulting stenosis was 30%. Balloon angioplasty was then performed using a 5.0 mm x 150 mm 135 cm mustang balloon. Following intervention there was an excellent angiographic appearance with 0% residual stenosis. On (B)(6) 2012, the patient underwent peripheral percutaneous transluminal angioplasty (pta) with stenting due to worsening claudication and decrease in their ankle brachial index scores. The left superficial femoral artery (sfa) showed severe atherosclerosis from the distal portion of the proximal sfa to the adductor canal. Cryoplasty with a 5 mm balloon was performed, followed by conventional balloon angioplasty for residual stenosis. There were still multiple areas of residual stenosis so a 6 mm self-expanding stent was placed on the lesion in the left sfa; there was no perforation or dissection. There was also moderate stenosis of the origin of the left sfa and a 6 mm sterling balloon was used to angioplasty the area. There was significantly better flow through the sfa after stenting.